Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found scratches on the bending section cover, missing adhesive on the bending section cover, the curved pipe blade is broken, the bending angle was insufficient due to elongation of the angle wire, and the operating part angle fixing part is loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed a e216 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material in the electrical contacts of the video connector and system, or the system caused the event resulting in a communication failure. Olympus will continue to monitor field performance for this device.